Event description:
It was reported that through remote transmission, post-paced t-wave oversensing episodes were observed on the implantable cardioverter defibrillator. Programming changes were made. The asymptomatic patient was stable before and after the event.